Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010, due an incident of hyperglycemia. Per the reporter, the patient's insulin administration set fell out on (B) (6), it was several hours before this was discovered. The patient's blood glucose was increased and they attempted to bolus to lower. The next day, they patient awoke and her blood glucose was >500 mg/dl. She was brought to the hospital. Upon admission, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.